Event description:
The device was returned, analyzed and subsequently tested out of specification during manufacturer analysis. There is no information to suggest the death was device related. Cause of death has been requested but not received.